Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that subclavian crush and externalized conductors were observed. Based on review of the fluoroscopy images provided to st. Jude medical, the conductors are not considered to be externalized. An independent physician trained to adjudicate externalization also reviewed the fluoroscopy images and concurred there were no externalized conductors. Lead remains implanted.